Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for erratic, high and low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 225, 281, 79, 189 and 205 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:225mg/dl date: (B)(6) 2018 time:5:37am fasting; result 2:281mg/dl date: (B)(6) 2018 time:5:35am fasting; result 3:79mg/dl date: (B)(6) 2018 time:4:34pm fasting; result 4:189mg/dl date: (B)(6) 2018 time:4:20pm fasting; result 5:205mg/dl date: (B)(6) 2018 time:7:58pm fasting. Customer is most concerned that meter may be reading erratically. Advised customer of meter variance. Customer says meter also has been reading too high and too low. Customer insists that meter is defective. Customer is storing strips in the kitchen. Advised customer of proper storage.